Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was 85% stenosis, calcified and moderately tortuous in the proximal circumflex artery (cx). After predilation with a 2.5x15 balloon the physician attempted to reach the lesion with a taxus express2 2.75 x 20 mm stent, however, could not cross the lesion. The physician then tried again using a taxus express2 2.75 x 12 mm stent, however, again could not cross the lesion. Consequently, the taxus stents were never deployed. After the removal of the taxus express2 2.75 x 12 mm stent it was noticed that the stent struts were damaged. The physician then switched wires and predilated again, at this point they were able to cross the lesion with the first taxus express2 2.75 x 20 mm stent. The procedure was successfully. Pt status is reported as "satisfactory/good."